Event description:
The complainant reported that early in the morning, after extracorporeal membrane oxygenation insertion for ventricular tachycardia, the patient returned to the catheterization laboratory for impella cp insertion. Due to tortuosity of the access vessel and aortic valve area being severely restricted, access to the left ventricle was not possible, and the insertion was aborted.

Manufacturer narrative:
No product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had tortuosity of the access vessel preventing successful delivery of impella. Device (sn: (B)(6)) passed all post sterile inspection checks.